Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter was exhibiting a blank screen. Customer further reported that on (B)(6) 2015 at 9:45 am she woke up with "blurred vision" and felt "lightheaded and dizzy". While getting dressed she experienced a loss of consciousness in her bathroom. Paramedics were called and transported her to a local healthcare facility where she was diagnosed with hypoglycemia and treated with an unspecified "IV injection". There was no report of death or permanent injury associated with this event.